Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable defibrillator, anti-tachycardia pacing and charging were observed. The device was re-interrogated and the patient had returned to sinus rhythm. The patient did not indicate any discomfort during the interrogation.

Manufacturer narrative:
Correction: this supplemental report is to correct the manufacturing date in from (B)(6) 2017 to (B)(6) 2014.